Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch was received on (B)(6) 2018 with the following information: on (B)(6) 2018, a (B)(6)year-old female patient¿s head was clamped using mayfield tongs (a1059 mayfield modified skull clamp). The device slipped off the patient and caused a laceration to the patient's skin at the skull. Additional information was received from the customer on (B)(6) 2018 that the device was used during a cervical laminectomy procedure. The laceration was stapled to close the wound. No surgery delay was reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The device history record reveals no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Failure mode reported was unconfirmed.